Event description:
It was reported the patient had a backup battery fault alarm on (B)(6) 2021; the backup battery was exchanged but this did not resolve the alarm. A controller exchange was performed which resolved the alarm. On (B)(6) 2021, the patient called the site with concerns of a controller fault alarm. The patient was noted to have damage along the modular cable with rescue tape applied. The modular cable was exchanged which was tolerated well and resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a backup battery fault was not confirmed. There was no log file submitted for review. The hm3 system controller was not returned for analysis. Per provided information, the patient presented to clinic on (B)(6) 2021 with a backup battery fault alarm. The backup battery was exchanged which did not resolve the alarm. The controller was exchanged resolving the alarm. No products will be returned for evaluation. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Manufacturer report number: 2916596-2022-00495.